Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ. It also appears that the tibial tray has subsided and migrated posteriorly. There also appears to be some lucencies around the anterior pegs of the tibial tray.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to subsidence.